Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 53 mm abdominal aortic aneurysm. It was reported that during the index procedure, a final angiography was performed, where a endoleak type 1a was confirmed. Additional ballooning was performed and an aortic extension was implanted. It was stated that the type 1a endoleak from the proximal side was small but did not disappear. As per the physician, cause of the event was patient's anatomy. It was stated that the length and properties of the proximal aortic neck part were very poor and were off-label. No additional clinical sequelae were reported and the patient will be monitored.